Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the low results and quality control (qc) was within range but consistently on the lower side of the mean values. While troubleshooting, fse identified the sample nozzle was not obstructed and when fse was adjusting the clot detection, fse found the pressure slowly drops and not holding steady. Fse verified all tubing connections were functioning as expected. Fse resolved the complaint by replacing the sample nozzle, verified alignments and clot detect, all were within specifications and the pressure was steady. Fse ran previously low patient samples, and all results improved to acceptable range. Fse successfully performed calibration of ft4 and ran quality control, results were within acceptable range, near the mean. No further action required by field service. The aia-2000 analyzer is functioning as expected. The aia-2000, serial number (B)(4), was installed on (B)(6) 2022. A complaint and service history review for similar complaints was performed from installation date (B)(6) 2022 through aware date (B)(6) 2022. There were no other similar complaints identified during the searched period. The st ft4 analyte application manual states the following: limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack ft4, the highest concentration of free thyroxine measurable is approximately 8.0 ng/dl, and the lowest measurable concentration is 0.10 ng/dl (assay sensitivity). Although the approximate value of the highest calibrator is 9.0 ng/dl, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 8.0 ng/dl. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Circulating autoantibodies to t4 may interfere with the free thyroxine measurements. Hormone-binding inhibitors may interfere with the free t4 assay. Heparin may cause in vivo effects in free t4 assays. Blood collection for free t4 assays should not be performed concurrent with administration of heparin therapy. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. Drugs which affect the binding of t4 to the thyroid hormone carrier proteins or affect the metabolism of t4 to t3 may complicate the interpretation of free thyroxine results. In patients with severe non-thyroidal illness (nti) in whom the free t4 yields results indicating hypothyroidism, it is suggested that the aia-pack tsh 3rd-gen or st aia-pack tsh assay be run to confirm this diagnosis. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. Specimen collection and handling: serum or heparinized plasma is required for the assay. Edta and citrated plasma should not be used. No special patient preparation is necessary. When using serum, a venous blood sample is collected aseptically without additives. Store at 18 - 25 °c until a clot has formed (usually 15 - 45 minutes), then centrifuge to obtain the serum specimen for assay. To use heparinized plasma, a venous blood sample is collected aseptically with the designated additive. Centrifuge and separate plasma from the packed cells as soon as possible. Samples may be stored at 2 - 8 °c for up to 24 hours prior to analysis. If the analysis cannot be done within 24 hours, the sample should be stored frozen at -20 °c or below for up to 60 days. Repeated freeze-thaw cycles should be avoided. Turbid serum samples or samples containing particulate matter should be centrifuged prior to testing. Prior to assay, bring frozen samples to room temperature (18 - 25 °c) slowly and mix gently. The sample required for analysis is 10 l. The most probable cause of the reported discrepant result was due to the failure of the sample nozzle.

Event description:
A customer reported potential discrepant patient results for free thyroxine (ft4) on the aia-2000 analyzer. The customer ran eighteen (18) samples for ft4 and all the results were lower than the customer's reference range 0.71 -1.85 and tosoh¿s reference range 0.75-1.54 ng/dl. The customer repeated the samples and all were lower than their laboratory and tosoh¿s reference range. The customer did not report the results to the physicians. The customer calibrated ft4 and ran bio-rad controls successfully and within expected ranges. A field service engineer (fse) was dispatched to further investigation. There is no indication of any patient intervention or adverse health consequences due to the discrepant patient results.

Manufacturer narrative:
A review of the device history record (DHR) was conducted for serial number (B)(6), which confirmed that there were no nonconformance, failure, discrepancies, or missed steps during the manufacturing process that could be related to the reported event.